Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high differential results generated by the coulter lh 750 analyzer for one patient with no instrument generated messages. Manual differential gave lower results which was reported out of the lab. The lh750 results were not reported outside of the laboratory. Based on information provided there was no change to patient treatment as a result of this event.

Manufacturer narrative:
Qc run before the event recovered within limits. Raw data analysis showed the sample has an elongated lymph population. It consists of two sub populations (possibly normal and small lymph). The algorithm is designed to set a suspect flag if the elongation of the population is significant. There is no variant lymph flag, because elongation is less than predetermined thresholds based on development database. Beckman coulter inc. (Bci) does not claim to identify every abnormality in all samples. Bci suggests using all available flagging options to optimize the sensitivity of instrument results based on patient population. A clear root cause is unknown for this event.